Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the stomach during a laparoscopic sleeve gastrectomy, the surgeon was able to press the green button but the handle failed to fire any reload. Replacement handle was used to continue the case. There was no patient injury.